Event description:
It was reported that ventricular undersensing was noted on presenting electrogram (egm). Boston scientific technical services (ts) discussed that egm in question does show an intrinsic rv beat that is not sensed by the device. In addition, rv intrinsic amplitudes that have been measured are as low 6.3 mv. This lead remains in service. No adverse patient effects were reported.